Manufacturer narrative:
Product event summary: the 12fcc13 sheath with lot 0012439113 was returned and analyzed. Visual inspection was performed and identified a kink at the side port tube. The performance test with a leak tester was performed. The pressure test with 45 psig showed the pressure decay in the device was 0.05512 psig and in an acceptable range (should be between -0.3 and 0.3 psig). The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.00176 psig and in an acceptable range (should be between -0.3 and 0.3 psig). In conclusion, the reported "air ingress" issue was not observed/reproduced with the returned sheath; however, the sheath did not pass the returned product inspection due to a a side port tube kink. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, aspiration was performed via the sheath side port and bubbles were observed. Aspiration was performed slowly, but as bubbles were removed, new bubbles appeared. The physician's thumb covered the sheath port, but the bubbles continued to form. The sheath was replaced with a different model which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: data files containing one patient file was returned and analyzed. The patient file showed five applications were performed using a balloon catheter identified as afapro28 of lot number 17805.the patient file did not show any system notice on the reported date of the event. The reported air ingress/microbubbles issue could not be assessed through data analysis. The received failure file did not contain any failure records for the date of the event. In conclusion, the reported air ingress/microbubbles issue could not be assessed through data analysis. The physical product is still expected to be processed for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.